Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: thrombosis requiring medical/surgical intervention. Device issue: no device malfunction has been reported. It was reported that during a "y crushing stenting" procedure at a bifurcation using two promus (sizes unknown) stents, the patient began throwing clots. Balloon catheters were used to regain blood flow and the patient was sent to surgery. The two promus stents were successfully implanted. There was no dissection or perforation in the vessel. The patient was on angiomax. There was no in-stent thrombosis, the clots were proximal to where the stents were placed. It is believed that a coronary artery bypass graft (CABG) was performed. The surgery was successful and the patient is doing fine. You are receiving this MDR report from abbott vascular as bsc distributes promus in the u.s. As its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system indicated is being filed under the same MFR number. Results and conclusion summation: thrombus as listed in the IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. Thrombosis and surgical procedure are listed in the no fault risk assessment as post procedural complications. In this case, it is likely that the ptci is a secondary effect of the thrombosis which required CABG surgery and hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.